Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The errors were noted on psm2 axis4. The psm was replaced. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. The reported complaint was reproduced during power up. The axis 4 motor will be replaced as a fix..

Event description:
It was reported that during a da vinci-assisted cystoduodenostomy surgical procedure, the system generated error 23025 pointing to patient side manipulator (psm) 2. The customer tried to recover the fault with no resolve. The customer disabled the psm, removed the instrument, and restarted the system, which resolved the issue. The procedure continued as planned with no reported patient harm, adverse outcome, or injury. The error occurred on psm2 during procedure, and the led was yellow. The customer tried to recover the error but the issue persisted. The customer disabled the psm2 and removed the instrument safely. The system was restarted, and normal functionality was restored. The technical support engineer (tse) had the customer to check the pop-up log, and errors 23014, 23015, and 23009 were observed.